Event description:
No additional information was received from customer. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1 and b2. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur. F10 health effect impact code has been corrected.

Event description:
It was reported during a diagnostic ion robotic bronchoscopy, there was difficulty removing the forceps after a bite was taken. After rotating the entire device, it came out and was damaged (wires exposed). The procedure was prolonged 30 minutes and completed with another device. There were no reports of patient harm.